Event description:
The care giver (cg) contacted baxter's technical service center regarding a low drain volume alarm which occurred on the homechoice during use during initial drain. The cg stated that there was a lot of air in the patient line, so the baxter technical services representative had the cg start over with new supplies. Baxter product surveillance contacted the registered nurse on (B)(6) 2011. She stated that the patient had contacted her about the event. She stated that the patient was pushing stop a lot during prime and initiating therapy, which led to the low drain volume alarms in initial drain in which air was present in the lines. She stated that the air in the line was caused by user error alone, and no allegations were made against any of baxter's products. She stated that the patient had been retrained on how to properly set up and complete therapy. The patient was continuing therapy on the homechoice. There were no adverse effects reported in relation to this event. There was patient involvement, but no medical intervention or serious injury reported.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a low drain volume alarm was confirmed. The root cause was air in patient line. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.